Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit for distal locking did not target the cannulation in the nail, but passed anterior to the nail (i.e this was confirmed on lateral fluoroscopy). The surgeon was not able to use the aiming arm/insertion handle to distally lock the nail - he had to use fluoroscopy and lock freehand. The surgeon reportedly used the correct aiming arm, had confirmed the coupling was secure between nail/handle and handle/aiming arm, and used the correct locking option in the aiming arm. Delayed procedure due to freehand locking 30 minutes as the distal targeting failed. The outcome was satisfactory. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Impant and explant dates: device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned products have been assembled with standard implants and also standard instruments have been used to compare their function with the returned instruments during a simple function and handling test. No dysfunction could be observed, the drill bit is always targeting the middle of the distal hole. The failure mode could not be reproduced with the returned products and with standard products. Considering the available data and the test performed the listed articles can be considered as safe and efficient. A malfunction could not be found. The manufacturing documentation was also reviewed and these lots were produced and released meeting all specifications. No actual product fault could be found. The articles have been tested and met all functional requirements, based on this the instruments were returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.